Manufacturer narrative:
The reported malfunction was not verified. Testing of the device was not able to duplicate the reported problem condition. However, upon inspection of the device internally, it was found that the connection from the system board to the el display did not have a secure connection. The system board and the el display were replaced to address the problem condition. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no pt involvement in the reported malfunction.